Manufacturer narrative:
Device evaluation: the device was not returned and therefore device analysis could not be completed. The valve was implanted in the patient. The available media shows angiographic series from a transcatheter aortic valve implantation (index procedure). A lotus valve was implanted in an acceptable position in the annulus with a moderate waist. A contrast assessment of the released valve appears to show a leak as contrast is noted distal to the bottom of the valve braid. No other issues were noted during a review of the procedural media.

Event description:
(B)(6). It was reported that moderate aortic regurgitation occurred. Procedure summary: prior to the index procedure, heparin or another anticoagulant was given. The subject received loading doses of 81 mg of aspirin and 300 mg of clopidogrel. A lotus introducer sheath was placed and then the native aortic valve was treated with balloon valvuloplasty and subsequent deployment of a 23 mm lotus valve. Successful repositioning of the lotus valve involved partial re-sheathing of the lotus valve in the delivery system catheter and deployment into a more accurate position within the aortic annulus. Two days post index procedure, the patient was discharged on aspirin and clopidogrel. Post procedure event summary: the 3-year core lab finding revealed moderate aortic regurgitation with moderate paravalvular leak. The aortic valve area was 1.11 cm^2 and the mean aortic pressure gradient was 16.4 mmhg. No calcification was noted.